Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that sometime at the end of last week, end of service (eos) displayed on the patient's programmer. Pt's spouse was also on the call and stated they spoke with a medtronic (mdt) representative (rep) and was instructed to contact patient services (ps) for assistance. The patient was redirected to their healthcare provider to further address the issue. Ps emailed mdt field reps for visibility. Pt also mentioned that their last device was replaced and stated they didn't know why it was replaced but confirmed they never had a problem with it. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.